Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user required the inventory to synchronize to the pharmacy information system. A technical support specialist (tss) logged into the server as care fusion support, selected the resend messages, if there were multiple facilities on the server suggested the user to use the dropdown box to select the station's facility. Tss selected the device, message type and pressed the send message button. Customer were able to see the inventory for each device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested the inventory synced to the pharmacy information systems. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.